Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6).

Event description:
The hospital reported that, during the case, the unit intermittently has a system malfunction. There was no report of patient injury.